Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2009, the patient underwent revision and removal, in part due to physician recommendation. It was reported that the patient underwent multiple procedures between 2009 and 2010 and partial removal, in part due to physician recommendation. No additional information was provided.

Event description:
It was reported that the patient underwent a repair of anterior and posterior vaginal compartment defects to treat pelvic organ prolapse on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, extrusion, infection, recurrence, bleeding, dyspareunia, vaginal scarring, urinary/bowel problems and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures including mesh revision/removal on (B)(6) 2009 due to pain and graft complications and partial mesh removals between 2009 and 2010. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-00371. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent the following procedures of pubovaginal mesh with tutoplast cadaveric fascia lata, extensive anterior vaginal repair with tutoplast dermis reinforcement, and vaginal colpopexy using sacrospinous ligament fixation technique with lateral tutoplast fascia lata grafts on (B)(6) 2013.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urinary incontinence, vaginal bulging, pelvic pressure, discomfort and burning urination. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency, urinary incontinence, vaginal bulging, pelvic pressure, discomfort and burning urination.